Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional information has been requested and will be provided within 30 days of receipt.

Event description:
After advancing the needle of the outback, the needle would not retract back into the catheter. The product was not used in the pt. The product landed on a sterile field and was contaminated. The product will be returned.